Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp). It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced device depletion to 0% and the device turned off. Hcp reported that patient observed service code 2703 out of range message.  The patient was previously on group c prior to may 16 and switched to group d after may 16. It was advised that the device be interrogated and reviewed for settings, impedances, and charge level. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider (hcp). Hcp reported that the battery depleted which caused the oof range message. Hcp reported that patient charging implant resolved out of range message. Hcp clarified that patient was switched to a higher settings which caused the implant to deplete to 0. Hcp reported that patient is recharging implant more frequently and issue has resolved.